Manufacturer narrative:
Based on the investigation results of the sample, the presence of a specific interfering factor could not be shown. With the methods currently available, further clarification is not possible. Therefore, an interfering factor could not be excluded. No general instrument or reagent issue was found.

Event description:
There was an allegation of a questionable troponin t hs elecsys e2g from the cobas e 801 analytical unit. The initial result was 142 pg/ml and was reported outside of the laboratory. After feedback was received that the patient had no clinical symptoms, the sample was repeated with the same result. The same sample was tested on hs-tnt with a result of <3.00 pg/ml. The sample was also tested on siemens tni and the result was negative. No specific data was provided.

Manufacturer narrative:
The cobas e801 serial number was (B)(6). The sample was tested with peg and the result was 8.68 pg/ml. A sample from the patent was requested for further investigation.